Event description:
On 1/24/08 at 6:34am, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultramini meter has a power issue (meter does not turn on). This complaint is classified according to the follow-up question obtained from another country, on 2/12/08. The pt indicated that the reported issue began in 2008. The pt indicated that he was not able to test his blood glucose on the lfs meter on the day of the medical intervention. Ten days later, the pt received assistance from emergency services after the pt had a panic attack (increase heart rate) and symptoms described as "dizzy and weak". It is not clear how the pt arrived at the emergency room (ER) and whether the pt received any treatment prior to the ER visit. At the emergency room, the healthcare provider tested the pt at "4.0 mmol/l" (72 mg/dl) on a hosp meter. The pt indicated that his blood glucose was "ok" and that there were no diagnose of hyperglycemia or hypoglycemia. However, it is not clear why the pt was treated with IV glucose. The pt also mentioned that he has been eating less than usual because he has an inflamed stomach. He only eats 1 meal per day and his blood glucose average has been below "4 mmol/l". The pt feels low blood glucose symptoms frequently due to the stomach inflammation issue. The pt claims that if he was able to obtain a blood glucose reading on the same day, he would have eaten something to avoid the medical intervention that day. During troubleshooting, the customer care advocate verified that the lfs meter turned on with the power button pressed and the test strip inserted into the meter. There was no product misused. This complaint is being reported because the pt claimed he developed symptoms that can be suggestive of severe hypoglycemia and was treated with IV glucose at the emergency room after the reported issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.